Event description:
The customer contact reported particulate. The tubing set was to be used to deliver an unspecified volume of lactated ringer. It was reported that during priming of the tubing set prior to patient use, the nurse noted a loose and moveable small piece of plastic at the distal y-site of the tubing set. The tubing et and the solution container were replaced and the therapy was initiated. Hospira's medical investigation is complete.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.